Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that a trial patient experienced a skin reaction on (B)(6) 2016. The study coordinator reported that the patient had an infection with the presence of pus at the sensor insertion site. Patient inserted a new sensor on the left side when itchiness started again on that insertion site. Three days later, patient removed sensor, and developed infection again. Affected area was treated with over-the-counter taro-mometasone cream 0.1%. At the time of contact, the sensor site did not have an infection but was only red. No additional patient information was provided. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined.